Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date reported as "week ago.". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message "glucose reading unavailable," when scanning the adc freestyle libre senor using librelink. The customer then called emergency services as he was experiencing symptoms of hypoglycemia. Upon the arrival of emergency services, the customer was treated with an oral glucose drink by the nurse and diagnosed with hypoglycemia. There was no report of death or permanent injury associated with this event.